Event description:
It was reported that centrifugal system vibrated during set up. The product was not changed out and the surgery was completed successfully.

Manufacturer narrative:
Terumo received one centrifugal drive motor. When compared to other functional drive motors, we could not discern any notable difference in vibration or sound. There is no existing spec pertaining to vibration or sound. The pump was replaced. This report is being submitted to the FDA as a result of a retrospective review of product complaints.